Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for hole in tube/blood leakage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd microtainer® tubes containing sodium fluoride and disodium edta, the tube didn't draw any blood but hcp drew forcibly and there was a 2mm hole in the tube and all the blood leaked. No injury or medical intervention.